Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported there was potentially a flipped pump. No symptoms or patient complications reported. No further information provided. On (B)(6) 2021, additional information was received from the manufacturer representative (rep). The patient's information and device information was provided. The potential flipped pump was confirmed on (B)(6) 2021. It was unknown when the flip first occurred. The patient did not report feeling the pump flip. The patient went in for a routine refill on (B)(6) 2021 and the nurses were unable to access the pump. The flipped pump was confirmed with a CT scan. A pocket revision was completed on (B)(6) 2021. The doctor thought the pump pocket was too big, which allowed the pump to flip. The doctor relocated the pump pocket to the patient's left chest wall to prevent the pump from flipping again. The patient did not experience any symptoms reported to the flipped pump. The medication in the pump was heparin saline 1250 units/ml.